Event description:
It was reported that the patient underwent a l3-l5 spinal fusion surgery using rhbmp-2/acs on (B)(6) 2010. It was reported that the patient's post-operative period was marked by increasingly difficulty breathing, nerve injury, osteoarthritis, radiating pain to the legs, erectile dysfunction, severe pain, loss of balance, and contact dermatitis. After the surgery, the patient continues to experience severe pain, nerve injury, osteoarthritis, radiating pain to the legs, erectile dysfunction, and loss of balance.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.